Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel. The noise was oversensed and resulted in pacing inhibition of greater than 2 seconds. Some of the episodes showed that the noise was from the minute ventilation signal. No out of range impedances have been observed. At this time, the system remains in service and there have been no adverse patient effects reported.